Event description:
It was reported that within a week of implant, the patient complained of chest pain. Low r-waves and high threshold were noted, and a lead perforation was suspected. Follow-up determined that a perforation was never definitively confirmed. The lead was revised, possibly due to dressler's syndrome. There were no additional complications since the lead revision, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri45 implantable pacing lead, (B)(6) 2013. (B)(4).